Event description:
Four hours prior to the procedure, the anterior communicating artery aneurysm ruptured resulting in a hemorrhage. The physician was attempting to embolize the aneurysm and as the device was advanced to the aortic arch the patient's blood pressure decreased. The physician administered medication to increase the blood pressure and attempted to resuscitate the patient but the patient died. Further angiography revealed that the aneurysm had ruptured again resulting in further hemorrhage.

Manufacturer narrative:
(Other): for no allegation of device malfunction or non conformance. Additional information was obtained from the user facility. The physician stated that the cause of death was the second rupture of the aneurysm and hemorrhage, and he did not believe that the death was related to the device. The physician did not allege any malfunction of the device had caused or contributed to the aneurysm rupture.